Event description:
Technician found note on the bed, stating that the head lowers slowly on it's own. No injury alleged.

Manufacturer narrative:
Technician found bed stored on (B)(6) floor. With note on the bed indicating that the head lowers slowly on it's own. Cause: found CPR/emergency trend valve had a small leak. Resolution: replaced the CPR/emergency trend valve, performed function test to resolve this issue.